Event description:
It was reported the device had reached elective replacement indication early and the patient complained of "heart beating differently" and of symptoms while the device was in vvi 65 mode. It was also reported the device exhibited high battery impedance. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.